Event description:
The customer reported a communications error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board, gib, and backplane. System operates as intended. (B) (4).